Manufacturer narrative:
Device manufacturing date are unknown. Manufacturing site address is unknown. Premarket (510k) number is unknown. Device evaluated by manufacturer ? Device evaluation was conducted by supplier. Product sample was received by supplier who conducted evaluation. Outcome was reported as allegation was unable to be confirmed. No root cause has been determined since no anomalies were reported in the sample received for evaluation. No additional information is available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the color of the hook ring was incorrect. No patient injury was reported.